Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm horizon small clip applier instrument and completed the device evaluation. The instrument was analyzed and found that the input disk # 7 was broken and completely detached from its base causing loose grip cable distal end reported by the customer. When housing was removed, we found that input disk # 7 was also broken into pieces inside the housing. The missing disk was returned with the instrument. Other backend components adjacent to the broken input do not show damage.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted, the 8mm horizon small clip applier instrument had a broken cable. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that no issue was identified during the last use of the instrument during a procedure. The reporter was unable to disclose the patient demographic information.